Event description:
The physician attempted arteriotomy closure with the closer ii 6 fr. Device following an interventional procedure. The groin was reported to be heavily scarred and fibrous. It was reported that several unsuccessful attempts were made to advance the device into the artery. A positioning mark was not obtained, therefore the foot was not deployed. The device was being withdrawn to exchange for a 7 fr. Introducer when a break occurred at the guide above the foot. It was reported that all components were retrieved without complication. Hemostasis was achieved via compression. There was no report of adverse patient effect.